Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced sustained hyperglycemia, with glucose readings near 400 mg/dl and an interruption in insulin delivery due to apparent non-absorption, later determined to be caused by the infusion set being deployed with the needle guard still in place; the user replaced supplies correctly and glucose began to decline after initially rising post-meal. Symptoms included hyperglycemia and sleepiness/ drowsiness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a user setup error of an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was use error.